Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search did find other reported incident(s) against the provided product/lot combination(s) but they were all from the same clinical study and none were found to be related to a product defect. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). Clinical adverse event received for patellofemoral crepitus. Event is not serious and is considered moderate. Event is probably related to both device and procedure. Date of implantation (revision): (B)(6) 2018. Date of event (onset): (B)(6) 2019. (Right knee). Adverse event involves a competitor patella implant. Revision product details: component type: attune revision crs femoral size 6 right cemented, catalog number: 150440206, lot number ID: hj7979. Component type: attune revision pressfit stem 16 mm x 110 mm, catalog number: 151316110, lot number ID: ht0834. Component type: attune revision tibial base rotating platform size 5 cemented, catalog number: 150660005, lot number ID: 8739144. Component type: attune revision pressfit stem 14 mm x 110 mm, catalog number: 151314110, lot number ID: hn6848. Component type: attune revision tibial sleeve porocoat fully coated 29 mm, catalog number: 151111201, lot number ID: hm6904. Component type: attune revision crs rotating platform insert size 6 6 mm, catalog number: 151710606, lot number ID: 8715568. Competitor bone cement (2 instances) utilized for revision procedure. Competitor patella component left in-situ during revision surgery.